Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted, concurrently with a cystoscopy with bladder biopsy due to mixed urinary incontinence, and bladder neoplasia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Correction: based on the additional information received, the reported event was related to the valve not seating properly, and dislodgement of the valve was not confirmed. The h6 event code #2923 is therefore no longer applicable for this event. Visual inspection and dimensional analysis confirmed the absence of any manufacturing deficits or abnormalities.the manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # a63099, and nitinol stent component as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.based on the information received, the repair performed and the patient's endocarditis contributed to the poor seating of the perceval valve, and the event is therefore considered to be related to the patient's condition. Furthermore, in the perceval instructions for use, it is stated that "use of the perceval s prosthesis is contra-indicated in ... Subjects with active endocarditis", and the event therefore represents a failure to follow instructions.updated fields:b2 (corrected based on additional information)b5 d4: UDI, exp date h1 (corrected based on additional information)h4h6